Event description:
On (B) (6) 2010 pt reported her blood glucose was over 600 mg/dl. Pt stated she did not feel any symptoms, so she immediately took her blood glucose again and it was 228 mg/dl. Pt's normal blood glucose range is upper 100's mg/dl. Battery had been in the infusion device for less than a week. Pt blamed her elevated blood glucose on eating too much food, but she worried that her meter might be malfunctioning. Pt declined to be connected to a meter specialist; will call back later. The pt did not require medical assistance from a healthcare profession or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.